Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system, with a1c increasing from 8.2 to 8.5, weight in the ilet changed from 179 to 197 pounds, intermittent cartridge leakage events, persistent hyperglycemia despite addressing leaks, and uncertainty about cgm target settings. Investigation included review of available usage information and complaint details. Investigation of this case revealed that the cause of hyperglycemia was unclear and that device performance could not be confirmed due to limited information. No symptoms associated with high blood glucose reported. Outcomes included the need for medical advice related to high glucose without hospitalization and medical intervention. It was concluded that no definitive device malfunction was identified and clinical management guidance was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.